Manufacturer narrative:
(B)(4). Date sent: 07/10/2025. D4: batch #979a54. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60b reload was received partially fired 1/16 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 979a54, and no non-conformances were identified. Additional information was requested and the following was obtained: an internal rapid response call was held that included post market surveillance, customer quality, regional sales, design engineering and marketing. The problem was with the reload and not the device.

Manufacturer narrative:
(B)(4) date sent: 6/26/2025. Investigation summary this is an analysis of three videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first video starts with the jaws closed over tissue and some b-formed staples can be seen on the tissue. At mark 0.09 the device starts to fire with a blue reload loaded and at mark 0.17 the device was removed from the tissue however, it could be seen as if the tissue was sticking to the reload. At mark 0.18 the tissue can be seen bleeding. The second video starts with the jaws and blue reload being removed from the tissue, which was being manipulated by an unknown device. At the 0.07 mark, blood was seen leaking from the tissue; the cut appeared to be in good condition; however, some staples appeared to be missing along the cut line. At the 0.43 mark, the tissue was intervened with two staples to correct the leak. At the 0.54 mark, two additional staples were placed on the tissue. The third video shows the tissue bleeding and being intervened with an unknown surgical device that places two staples over the leaking tissue. Based on the videos reviewed the event described is confirmed, however, no conclusion or root cause could be determined. Device history review a manufacturing record evaluation was performed for the finished device lot number 137c09, and no non-conformances were identified. Additional information was requested and the following was obtained: an internal rapid response call was held that included post market surveillance, customer quality, regional sales, design engineering and marketing. The problem was with the reload and not the device.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, it was observed that the firing of the device was not completed and they were open staple lines. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 05/28/2025 d4: batch #unk. Additional information was requested, and the following was obtained: the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device? Unknown is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr60b with lot number 137c09; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.